Manufacturer narrative:
The reported events of inadequate capture and high lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited loss of capture due to high capture threshold. Furthermore, the ra lead exhibited high pacing impedance. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences reported.